Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The device was not returned to edwards lifesciences for evaluation. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. Imagery of the patient's anatomy was provided. Review of the imagery revealed the patient's access vessels are calcified and tortuous with undersized vessel regions. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the esheath with delivery system and valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for difficulty advancing the delivery system with valve through the esheath was unable to be confirmed. An existing technical summary written by edwards lifesciences captures the root cause analysis on sheath shaft resistance with delivery system events. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. Vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance. The first root cause is tortuous vessels which can create sub-optimal angles that can lead to non-axial alignment in the advancement of the delivery system. Per imagery review of the patient's anatomy, there was tortuosity present in the patient's access vessel. The second root cause is calcification which can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per imagery review of the patient's anatomy, calcification was present in the patient's access vessel. The third root cause is undersized vessels which can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby resulting in increased resistance. Per imagery review of the patient's anatomy, undersized vessel regions were present in the patient's access vessel. In this case, available information suggests that patient factors (tortuosity, calcification and undersized vessel) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Event description:
As reported by our edwards lifesciences japanese affiliate, during the transfemoral transcatheter aortic valve replacement (tavr) procedure of a 29 mm sapien 3 valve, there was resistance that was more than anticipated during advancement of the delivery system with valve through the 16fr esheath. After the valve was implanted and the delivery system was withdrawn, a dissection was observed on the common iliac artery and external iliac artery. Stents were implanted to resolve the event.

Manufacturer narrative:
The investigation is ongoing. Device not return.